Event description:
An echocardiogram was performed and perforation was confirmed. The lead was repositioned to a mid-septum location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.